Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration, deflation. Anisomastia, surgical intervention, medical device removal. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided device migration, deflation, and surgical intervention. The patient stated that her implant fell out of the pocket approximately six months after the implantation surgery. As a result, a surgical intervention was performed by the original implanting surgeon to correct the device migration. However, during the procedure, the implant was inadvertently damaged by the surgeon, and the implant was deflated. As a result, the patient underwent bilateral removal and replacement with two unspecified 500cc gel breast implants sometime in 1995. Based on available information, the implantation date, event date, explanation date were estimated as (B)(6) 1991, and (B)(6) 1995 respectively.

Manufacturer narrative:
On 16-jun-2021, mentor received additional information regarding the patient's revision surgery. Additional information revealed that the patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3545507, lot #: 71731) on (B)(6) 1993. The relevant field has been updated. Manufacturer's reference number: (B)(4).